Event description:
It was reported that the patient had frequent low flow alarms and showed signs of a stroke after their implant procedure. A computed tomography scan (CT) was performed and it was decided the patient required brain surgery. It was noted that an echocardiogram was performed and showed their right ventricular function was normal. Their low flow threshold was lowered and the alarms resolved. The patient remained in the intensive care unit (ICU).

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted to report the investigation findings.

Event description:
There were no changes to patient condition or anticoagulation status that may have contributed to the stroke. The main cause of the low flow alarms was a small body surface area (bsa), as well as an unstable volume status.

Manufacturer narrative:
Manufacturer's investigation conclusion: although log files were not provided by the account, the report of low flow alarms was confirmed through the on-site evaluation conducted by abbott representative. The account reported that the low flow alarms were due to the patient¿s small body surface area and unstable volume status. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported stroke and patient conditions could not be conclusively established. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients (document #(B)(4), rev. A) and clinicians (document #(B)(4), rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.